Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported adverse event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1. Smartphone operating system: sp1a.210812.016.g970u1ueu9ixe1. Smartphone hardware: sm-g970u1. Cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention for an issue related to the pod. Three due diligence attempts were made to obtain additional information without success. If new information becomes available, a supplemental report will be submitted.